Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000, despite showing a projected longevity of 2 years at last follow-up, and that remote monitoring was disabled. Technical services discussed that this was a true positive explant indicator related to a single low loaded battery voltage measurement. It was recommended to replace the device. Replacement has been scheduled. No adverse patient effects were reported. Currently, this crt-p remains in service.